Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 360mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller also mentioned that the device was stuck in the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device also alarmed during rewind as a result of a loose drive support disk. The insulin pump had missing end cap sticker.